Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it was discarded by healthcare provider. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Systolic anterior motion (sam) of the mitral valve may occur after mitral valve annuloplasty. It is typically due to redundant native leaflet tissue and may result in left ventricular outflow obstruction after mitral valve repair. In this case there is evidence of miss-sizing the annuloplasty ring which caused or contributed to the sam. Based on the information received surgical technique contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned a 28mm mitral annuloplasty ring was explanted after an implant duration of two days due to incorrect sizing leading to systolic anterior motion (sam). The 28mm ring was explanted and replaced with a 32mm ring. As reported, at the first procedure the patient had sam which disappeared with the usual measures. However, the sam returned postoperative and so it was decided to implant a bigger ring size. It was reported this patient was obese and exposure was difficult.